Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experiences low and high blood glucose. Customer stated that she traveled over the weekend and sat in the car for hours. Customer stated that because she wasn't exercising, she believed that was the cause of the high blood glucose. Customer woke up this morning with a blood glucose of 306 mg/dl. Customer bolused and her blood glucose was 136 mg/dl when she got to work. Customer's blood glucose was 45 mg/dl when she got home. Customer changed out her set prior to calling. Customer stated that she had graham crackers, (B)(6) ice, and 3-4 ounces of juices within a 3 hours period. Customer's blood glucose is now 322 mg/dl. Customer stated that she will be bolusing 4.5 units of insulin for correction. Customer stated that she will contact her health care provider tomorrow. Customer stated that she felt fine right now and declined troubleshooting. Customer was advised to monitor her blood glucose and to not over treat with a bolus.